Event description:
The home pt reported a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. The pt reported that they disconnected during the initial drain and then reconnected, resulting in the system alarm. The pt discontinued treatment and restarted with a new set of supplies. There was no pt injury or medical intervention reported with this incident according to the home patient.